Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was completed as planned by powering on from the pc. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc did not power on. Upon functional testing, the fse found host pc issues with disks power on. The fse confirmed that the host pc was defective and needed a replacement. The defective host pc was returned for analysis, and it confirmed the failure in the cmos battery. To resolve the reported issue, the fse replaced host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc did not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.